Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 82-year-old male in st elevated myocardial infarction was to be implanted with an impella cp device for mechanical circulatory support. Radial diagnostic revealed severe ostial left main (lm). Drug eluding stent (des) placed but balloon could not be removed. Shaft separation occurred. Multiple attempts to snare device. The patient coded due to lack of flow. The impella was prepped, and sheath placed. The patient actively coding while attempting to place the impella. Due to severe as (aortic stenosis), impella could not be placed. The patient expired in the procedural area.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely due to patient condition as the patient was coding and has severe as (aortic stenosis).